Event description:
The reporter stated that reporter did back to back blood glucose testing with results of 318 and 127mg/dl. Reporter did not have any symptoms. A control solution test was in range, 123 (91-137). No harm was alleged.